Event description:
During a pulsed field ablation procedure to treat an atrial fibrillation, a farawave was selected for use. During preparation, the smaller lumen was blocked and would not flush. Sediment was visible in the flush port. The catheter was replaced, and procedure was completed. No patient complications were reported. The device was not returned since it was disposed.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows some white section through the flush tubing, which appeared to be part of the assembly between the flush tubing and the flush luer. Thus, the reported event of foreign material was not confirmed via analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat an atrial fibrillation, a farawave was selected for use. During preparation, the smaller lumen was blocked and would not flush. Sediment was visible in the flush port. The catheter was replaced, and procedure was completed. No patient complications were reported. The device is not expected to be returned since it was disposed.